Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's display does not work. It was reported that the display is not damaged due to impact. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.